Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator screen was repeatedly blacked out and the nurse judged it as ventilation stoppage. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface pcb xena ii (gui pcb xena ii) and two gui flex cable were returned for failure investigation. The parts were visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received as follows: a service engineer evaluated the ventilator, turned on the device and it started up normally. Error codes were identified in the ventilator logs. The following components were replaced: graphical user interface printed circuit board and two light emitting-diode flex circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added . If information is provided in the future, a supplemental report will be issued.